Manufacturer narrative:
The event was reported via a voluntary user report (medwatch # (B)(4)). No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a jugular deployment of a vena cava filter, retraction of the delivery system, after filter deployment, allegedly resulted in a marker band detachment. The detached marker band was captured and retrieved. It was further reported that the health care provider decided to remove and replace the deployed filter with another vena cava filter. There was no reported patient injury.

Manufacturer narrative:
The event was reported via a voluntary user report (medwatch # (B)(4)). Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual inspection: the device was returned. The sheath is kinked 48.5cm from distal tip. A detached arm was returned with the filter. No other anomalies noted to sheath. The dilator had both the distal and proximal marker bands detached and the distal tip was buckled. The imprints of the marker bands were visible on the dilator. Both marker bands were returned but deformed and held together by dried blood. Functional/performance evaluation: functional testing was not performed due to the condition of the returned sample. Medical records review: medical records were not provided for review. Image/photo review: images/photos were not provided for review. Conclusion: the device was returned. The investigation was confirmed for marker band detachment from the dilator. Based upon the available information, the definitive root cause for this event was unknown. It was unknown if patient and/or procedural factors contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings: never advance the guidewire or introducer sheath/dilator or deploy the filter without fluoroscopic guidance. Precautions: if resistance is encountered during the insertion procedure, withdraw the guidewire and check vein patency fluoroscopically with a small injection of contrast medium. If a large thrombus is demonstrated, remove the venipuncture needle and try the vein on the opposite side. A small thrombus may be bypassed by the guidewire and introducer. Potential complications: procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Possible complications include, but are not limited to, the following: detachment of components directions for use - implantation: nick the skin with a #11 blade and perform venipuncture with an 18 gauge entry needle. Insert the 0.035¿ straight guidewire and gently advance it into the distal vena cava or iliac vein. Precaution: if resistance is encountered during the insertion procedure, withdraw the guidewire and check vein patency fluoroscopically with a small injection of contrast medium. If a large thrombus is demonstrated, remove the venipuncture needle and try the vein on the opposite side. A small thrombus may be bypassed by the guidewire and introducer. Remove the 18 gauge entry needle over the straight guidewire. Flush the dilator and the introducer with saline. Insert the dilator through the introducer sheath ensuring that the hubs connect properly. Advance the 8.4 french introducer sheath together with its tapered dilator over the 0.035" guidewire and into the distal vena cava or the iliac vein. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a jugular deployment of a vena cava filter, retraction of the delivery system, after filter deployment, allegedly resulted in a marker band detachment. The detached marker band was captured and retrieved. It was further reported that the health care provider decided to remove and replace the deployed filter with another vena cava filter. There was no reported patient injury.